Event description:
The customer reported that while the spo2 sensor was in use on a pt, the monitor displayed spo2 readings between 80% and 90% although the pt had a confirmed blood gas of 70% spo2. No pt injury was reported.